Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / increasingly severe pain") and device expulsion ("essure coils had migrated in her uterus") in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding or clotting"), abdominal pain ("abdominal pain"), back pain ("back pain"), alopecia ("excessive hair loss and hair thinning"), tooth disorder ("excessive dental issues (sensitive teeth, placement of a crown, and need for fillings in cavities)"), sensitivity of teeth ("excessive dental issues (sensitive teeth, placement of a crown, and need for fillings in cavities)"), abdominal distension ("excessive abdominal bloating"), depression ("depression"), dysmenorrhoea ("menstrual cramping") and weight increased ("weight gain"). The patient was treated with surgery (removed the coil from her uterus and left the remaining coil in place). Essure was removed. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, back pain, alopecia, tooth disorder, sensitivity of teeth, abdominal distension, depression, dysmenorrhoea and weight increased had not resolved and the device expulsion outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, depression, device expulsion, dysmenorrhoea, menorrhagia, pelvic discomfort, pelvic pain, sensitivity of teeth, tooth disorder and weight increased to be related to essure. The reporter commented: patient sought treatment for her symptoms but was unable to resolve her symptoms. Patient never experienced any of these conditions prior to undergoing the essure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - in (B)(6) 2016: essure coils had migrated in her uterus. Hysterosalpingogram - on an unknown date: coils were properly placed. Most recent follow-up information incorporated above includes: on (B)(6) 2018: menstrual cramping and weight gain were added as event; excessive dental issues was updated to excessive dental issues (sensitive teeth, placement of a crown, and need for fillings in cavities); excessive hair loss was updated to excessive hair loss and hair thinning; physician removed the coil from her uterus and left the remaining coil in place. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / increasingly severe pain") in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced device expulsion ("essure coils had migrated in her uterus"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), alopecia ("excessive hair loss"), tooth disorder ("excessive dental issues"), abdominal distension ("excessive abdominal bloating") and depression ("depression"). At the time of the report, the pelvic pain, device expulsion, pelvic discomfort, menorrhagia, abdominal pain, back pain, alopecia, tooth disorder, abdominal distension and depression had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, depression, device expulsion, menorrhagia, pelvic discomfort, pelvic pain and tooth disorder to be related to essure. The reporter commented: patient sought treatment for her symptoms but was unable to resolve her symptoms. Patient never experienced any of these conditions prior to undergoing the essure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - in (B)(6) 2016: essure coils had migrated in her uterus. Hysterosalpingogram - on an unknown date: coils were properly placed. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.